Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Physio replaced the battery connector pins as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power on its own. This reportedly occurred on multiple occasions. There was no report of any patient use associated.